Event description:
It was reported that during preparation for a coronary intervention procedure a guidewire separation occurred. When the package for the kinetix guidewire was opened it was noted that it looked as if the wire had been 'severed or split apart'. The device was not used and the procedure was completed with another of the same device with no patient complications reported. The patient's current condition is listed as stable.

Event description:
It was reported that during preparation for a coronary intervention procedure a guidewire separation occurred. When the package for the kinetix guidewire was opened it was noted that it looked as if the wire had been "severed or split apart". The device was not used and the procedure was completed with another of the same device with no patient complications reported. The patient's current condition is listed as stable.

Event description:
It was reported that during preparation for a coronary intervention procedure a guidewire separation occurred. When the package for the kinetix guidewire was opened it was noted that it looked as if the wire had been "severed or split apart". The device was not used and the procedure was completed with another of the same device with no patient complications reported. The patient's current condition is listed as stable.

Manufacturer narrative:
Visual and tactile inspection of the device revealed a separation where the core wire is inserted and welded into the inconel tube, it appears that the core wire has pulled out of the tube. Further microscopic investigation revealed 4 spot welds on the inconel tube, but no evidence of penetration on the corewire was visible with the light microscope. The unit was submitted to the analytical laboratory for further analysis and the following conclusions were drawn: the nitinol core wire separated from the inconel tube due to poor weld penetration in the nitinol wire. Only one of the four welds showed evidence of a bond. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is manufacturing as there is evidence that not all four welds were present on the returned device. (B)(4).

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Question: please indicate if the returned product findings of inadequate welding result in a corrective or preventive action. Response: yes, corrective and preventive actions were implemented to address the lower weld tensile strength due to incomplete insertions of the core wire into the inconel coupler. Visual aids were updated to enhance component clarity, coupler loading difficulty instructions were updated in the laser coupler welding work instructions and protocols and reports were updated to include the reported defects and the results of the test method validation. (B)(4).